Event description:
Patient called lfs and alleged that their meter was reading inaccurately high. The pt obtained a result of 127 mg/dl on their meter. They tested at the lab and obtained a result of 67 mg/dl. The pt did not seek any medical treatment. This comparison is invalid, however because the pt was not cleaning the puncture area correctly before testing on their meter. The test strips were in good condition, codes matched, and the technique for applying blood was done correctly. The pt performed two control solution tests; both failed. Based on the info provided, the meter malfunctioned. However there is no evidence that the meter contributed to a serious injury. The meter, test strips, and control solution are being replaced for the pt. No further info has been reported.